Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an e360 had a blank display. Patient involvement is unknown. A non-covidien service provider inspected the device and will replace the display. Covidien was not authorized to evaluate/service the device.